Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 9:00pm after the caller was unable to perform a blood glucose test on the end user due to the fact that his prodigy diabetes meter would display an e-b error code and would power off. The end user was acting confused and because his son was not able to perform a blood glucose test with his prodigy diabetes meter the paramedics were called. Upon their arrival a blood glucose test was performed with their meter and the result was 60 mg/dl. The caller could not recall what treatment was administered by the paramedics and he was transported to the ER. Subsequently a blood glucose test was performed with the hospitals meter and the reading was 50 mg/dl. He was given an IV, sugar water and orange juice. The caller stated that they wanted to admit the end user into the hospital but there was no space available. After 36 hours in the ER the end user was discharged and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.